Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. The account reported that the patient¿s history included a driveline infection in (B)(6) 2019 with serratia marcescens, hypertension, hyperlipidemia, obstructive sleep apnea, atrial fibrillation status post ablation, and chronic kidney disease. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further related issues have been reported at this time. The heartmate ii lvas IFU lists driveline infection, cardiac arrhythmia, and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient was admitted for a driveline infection in (B)(6) 2019. Infection cultures resulted serratia marcescens. The patient was reportedly hypertensive and had hyperlipidemia, coronary artery disease complicated by myocardial infarction, obstructive sleep apnea, atrial fibrillation status post ablation, and chronic kidney disease. No further information was reported.